Event description:
It was reported that the patient developed ¿another infection over the weekend.¿ the patient had antibiotics and ¿took care of it himself.¿

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va00k0b, implanted: 2013-(B)(6), product type lead. (B)(4).